Manufacturer narrative:
H6 (device code): appropriate term/code not available (3191) for vessel perforation. H6 (device code): appropriate term/code not available (3191) for organ perforation. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Alleged events: example: tilt, vena cava perforation, and migration. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported anxiety and depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the left femoral approach due to prevention of deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging vena cava and organ perforation. Patient notes and further alleges depression and anxiety. Per the ivc (inferior vena cava) filter placement report dated (B)(6) 2009: "findings: the vena cava is normal without clot. Diameter 22 mm. Renal veins anterior at ll-2 level. Filter centered l2-3 level. Is firmly seated prior to catheter withdrawal". Per the CT (computed tomography) of the abdomen report dated (B)(6) 2017: "there is an inferior vena cava filter present, tip just below the level of the renal veins, centrally aligned along the axis of the vena cava. Strut tips extend through the vena cava wall but no surrounding fluid collection or inflammatory process is apparent".

Event description:
Per a computed tomography (CT) abdomen: "findings: filter type: cook celect. Ivc stenosis: no. Filter position: below above the renal veins. Filter migration: none. Filter fracture/bending: no. Filter tilt: no. Filter penetration: yes. Other findings: yes. Impressions: the anterior strut penetrates 10 mm through the ivc wall. Sagittal image 63. The left strut penetrates 13 mm through the ivc wall. Coronal image 50. The posterior strut penetrates 15 mm through the ivc wall. It penetrates into the psoas. Sagittal image 68. The right strut penetrates 10 mm through the ivc wall. Coronal image 40".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. (B)(4) devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2009". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.